Event description:
It was reported that the bd alaris smartsite extension set experienced component separation, and leakage. The following information was provided by the initial reporter: IV filter leaking and then broke off - possibly during priming and then taken down.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21069608; medical device expiration date: 07-jun-2024; device manufacture date: 02-jun-2021. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a complaint of filter breaking and leaking was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing had separated from the filter. There did seem to be a small tear in the tubing, not a clean separation. A device history record review for model 20128e lot number 21069608 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified and an investigation was performed. The manufacturing plant was notified and an investigation was performed. The root cause for the defect is supplied component being damaged during delivery. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21069608 regarding item 20128e. H3 other text : see h.10.

Event description:
It was reported that the bd alaris smartsite extension set experienced component separation, and leakage. The following information was provided by the initial reporter: IV filter leaking and then broke off - possibly during priming and then taken down.